Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer blood glucose was 200 mg/dl. When customer woke up at night the blood glucose level was between 300-400 mg/dl, before lunch the blood glucose was 222 mg/dl, at the time of lunch 264 mg/dl. The customer stated that they had tight control on pump. Customer had bolus speed to standard and still receiving insulin flow blocked alarms. The customer stated that the recurring insulin flow blocked alarms may be due to site, set or reservoir issues. Customer states they have tried all remedies. Troubleshooting was performed. The insulin pump will not be returned for analysis.